Event description:
I use a dexcom g6 cgm and an insulin t-slim 2 pump. Yesterday, I ate food and covered with insulin to keep my sugars normal. After leaving the house, I noticed my pump and phone alerted me my sugars were going up. I check the site but it was fine, and the pump kept giving me insulin. I assumed I would go back to normal sugars. I started to feel funny and checked my numbers. It said I was high (400 and higher), I'm not affected by high sugars, so I was going to go home and change everything later. I started to sweat, and my tongue went numb. I started to leave the nicu and I knew something was really wrong. I went to my car and drank juice. I called my boyfriend and I said something is very wrong with me. He said I should go to the ER but I choose for him to bring me my meter and supplies. When he got there 40 minutes later, I was at 49 after drinking 93 carbohydrates, that means, I was probably in the 20's. I can function at those number. 40 minutes later it was 51 after drinking another 52 carbohydrates and [invalid] that had 34 carbohydrates. The cgm was still saying high, I would put in a correction number and it would not take it and said test again in 15 minutes. I started doing that. I did not stay up until 7:30pm. This all started about 2:20pm. This could have killed me!! I reported this to dexcom and all I got was a bunch of questions and no concern. I don't think the lady I talked to understands that I could be in a coma or dead. She was reading every reply. No one has reached out to me about this either. This is very dangerous: saying high when you are scary low.